Event description:
It was reported a patient was experiencing increased seizures. The patient's generator was noted to be at ifi battery status. No other relevant information has been received to date.